Event description:
It was reported the pt is not receiving adequate coverage due to stimulation stopping intermittently. It was also reported the pt's ipg is flipping in the pocket. The pt plans to discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.